Event description:
Shiley rec'd a copy of a hosp med device explant form which indicated that the pt was admitted to the hosp for replacement of his lonescu-shiley aortic heart valve due to a "malfunction". Subsequently, a copy of med records was rec'd by shiley which indicated that the pt had the valve replacement surgery due to prosthetic aortic valve insufficiency. The pt survived surgery. According to the copy of med records, findings at the time of surgery noted "there was near complete disruption from the strut attachment of the leaflet in the noncoronary cusp". A copy of the pathology report indicated that the leaflets appeared to be thickened and partially calcified.